Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned.

Event description:
It was reported that a patient underwent a sling procedure on an unknown date and mesh was implanted. The patient reported experiencing a couple of urinary tract infections since implantation. In (B)(6) 2023, the patient experienced a severe urinary tract infection as well kidney stones which resulted in hospitalization and cystoscopy surgery. Post cystoscopy, the patient was told to have the stent in-situ for at least 3 weeks, but immediately after the surgery, the patient experienced a lot of pain in the pelvic region which resulted in the stent having to be removed 6 days post op. In addition to the uti¿s and cystoscopy, the patient experienced severe pain when having a urinary catheter inserted for post op surgeries. This pain was so severe that the clinicians had to remove the catheter pre timeframe. Since mesh insertion, the patient also experienced white vaginal discharge daily. No further information is available as reporter details have not been disclosed (confidential).